Manufacturer narrative:
Update to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm. Additionally, an endurant ii stent graft system was implanted the same day. Approx. 1 year and 2 months post index procedure, a valiant navion stent graft was implanted along with an additional endurant limb. It was reported on an unknown date, the patient presented emergently experiencing chest and back pain. CT imaging revealed a type ia endoleak, a type ib endoleak, and a type iii endoleak, though no rupture was observed. On (B)(6) 2025, the patient underwent relining with a non-mdt thoracic graft. The relining of the grafts was successful, but multiple complications arose during the procedure, including a lacerated bowel due to anesthesia-related issues, and pneumonia. These complications ultimately led to the patient¿s death 10 days later. Per the physician the cause of the endoleaks and graft issues was unknown. An autopsy revealed six holes in the in the outermost valiant captivia stent graft which appeared to be caused by the inner free flow graft¿s bare metal rubbing through the outer graft. The cause of death was due to multiple complications from the procedure including the lacerated bowel, anesthesia-related difficulties, and pneumonia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6; additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.